Event description:
Subsequently, it was reported that the aortic regurgitation was due to a moderate paravalvular leak that was likely due to heavy calcification of the native annulus, and not valve malposition.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate aortic regurgitation was noted. A valvuloplasty was performed, with no improvement to the regurgitation. A second transcatheter bioprosthetic valve was implanted valve-in-valve to reduce the regurgitation to a mild level. No additional intervention was performed. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.